Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, patient underwent revision surgery to reposition a migrated interbody cage. Patient was implanted with rh-bmp-2 . Patient continues to experience chronic lower back pain, with shooting/electrical shock-type pain in her left leg, weakness and numbness in her left foot, and pain in her right hip. She experiences difficulty sleeping and walking extended distances, and constantly needs to change positions. Patient also suffered from bowel dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.